Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD implanted: (B)(6) 2011; 407652 lead implanted: (B)(6) 2009; 694765 lead implanted: (B)(6) 2002; 507153 lead implanted: (B)(6) 2013; 419688 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery prematurely depleted due to high left ventricular (lv) lead thresholds. The ICD was explanted and replaced. The lv lead exhibited no capture. The lv lead remains in use. The patient is involved in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.